Event description:
It was reported via social media that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2024, the patient stated their arm became infected. The infection was treated with antibiotics for one week. There was no contact information for the patient to follow up for additional event details. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).